Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatectomy procedure. Completed the setting of the powered stapling handle by loading the reload. The handle showed green lighting in the display screen. The surgeon held the tissue with the device for five minutes for glisson's sheath. Then pushed the green button and confirmed flashing. Pushed the lower center control bar, but the device did not fire. Check the display and found the handle indication yellow and 296 remaining was shown. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.